Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 had drawer sensing failure and unable to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not sense that it was open. The field service engineer (fse) found that the issue had already been resolved upon arrival and was unable to replicate the problem. The fse pulled the drawer and discovered that the magnetic strip, which the positioning sensor rides along, was slightly misaligned. The strip was realigned, and the drawer was returned to the station. The system functioned as field service engineer repaired the device.